Event description:
It was reported that a spectrum iq infusion pump kept saying reload air in line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "keep saying reload air in line" was reproduced as reload set. Evaluation unable to send the device to flow line for air in line testing due to a reload set (air detector) message with a set loaded. A review of the event history log revealed "reload set!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as reload set. The cause of the condition was the ultrasonic sensor calibration out of specification. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.